Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral bra roll on (B)(6) 2013 using coolcore applicator, the bilateral bra line and bilateral upper flanks on (B)(6) 2015 using coolcurve plus applicator, the upper and lower bra fat area on (B)(6) 2018 using coolcurve plus applicator, the anterior and posterior love hands on (B)(6) 2016 using coolcurve applicator, and to the anterior and posterior waist/mid-section using cooladvantage coolcurve plus applicator. The patient was diagnosed with paradoxical hyperplasia (pah/ph) involving the upper back, bra and posterior hip areas, localized adiposity of hips, torso and abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral bra roll on (B)(6) 2013 using coolcore applicator, the bilateral bra line and bilateral upper flanks on (B)(6) 2015 using coolcurve plus applicator, the upper and lower bra fat area on (B)(6) 2018 using coolcurve plus applicator, the anterior and posterior love hands on (B)(6) 2016 using coolcurve applicator, and to the anterior and posterior waist/mid-section using cooladvantage coolcurve plus applicator. The patient was diagnosed with paradoxical hyperplasia (pah/ph) involving the upper back, bra and posterior hip areas, localized adiposity of hips, torso and abdomen.